Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that there were questions regarding the longevity of this device as the patient was in memory care and did not have the communicator. It was advised that the patient be followed every three months. Approximately one week later, the device had tripped elective replacement indicator (eri) due to charge time measurements. It was also noted that the threshold measurements on the left ventricular lead had increased. Therefore, the device was programmed to maximum outputs. No adverse patient effects were noted.